Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 9/8/2017. Device returned to manufacturer? Yes. Device evaluation: the lens case was received out of the pouch. Inspection at 10x microscope magnification was performed. The sample was evaluated and an eyelash was observed in the lens case. The reported complaint was confirmed. The sme (subject matter expert) evaluated the complaint and the identification results. This failure of contamination is identified in the hra3089-3 with a probability of harm (poh) of rank 1. The occurrence rate was calculated and found to be within established limits per hra3089-3. Therefore, no escalation is required. This event will be monitored closely. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is indication of a product quality deficiency. The deficiency is a known issue at an acceptable rate. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable as lens was not used. If explanted, give date: not applicable, lens was not used. First name: unknown, information not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the package of a tecnis optiblue 1-piece monofocal intraocular lens (iol), model zcb00v, that an eyelash was found on the lens. The lens was not used. There was no patient contact. No additional information was provided.